Event description:
In 2004, the pt contacted lfs alleging that his sure step plus meter had missing segments in the display. The pt took no action to affect his blood glucose level following attempted use of the meter. He did not receive medical attention. The customer service rep confirmed that the reported meter was displaying missing segments. The pt neither alleged harm nor experienced injury or medical intervention. Based on the missing segments in the meter display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.